Event description:
The user in (B)(6) reported blood glucose results of "105 mg/dl" with the lifescan meter and "81 mg/dl" on a laboratory device, performed within 10 minutes of each other. There was no injury and no treatment associated with this issue, however, this complaint is being reported because the subject device did not meet lfs's accuracy criteria. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.